Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted, and the sheath was kinked. Impedance testing showed an electrical open at the proximal end of the catheter; 120-130 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 14may2024. It was reported that visualization issues occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but no image occurred during the procedure. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and the imaging window was twisted. Imaging core inspection was not possible to be performed due the twist that does not allow the imaging core to be pulled out. Impedance test shows an electrical open proximal end of the catheter, between 120-130 cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed.

Event description:
Reportable based on device analysis completed on 14may2024. It was reported that visualization issues occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but no image occurred during the procedure. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
H6: evaluation result codes, component codes - updated. The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and the imaging window was twisted. Imaging core inspection was not possible to be performed due the twist that does not allow the imaging core to be pulled out. Impedance test shows an electrical open proximal end of the catheter, between 120-130 cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed.

Event description:
Reportable based on device analysis completed on 14may2024. It was reported that visualization issues occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but no image occurred during the procedure. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the imaging window was twisted.